Manufacturer narrative:
During inspection and testing, service found the color tone was abnormal due to damage to the charge coupled device. In addition, damage was observed on the insertion tube, universal cord, connector, and control body, and the adhesive on the bending section was worn. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the image was abnormal. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the color tone on the image was magenta or green only. This report is being submitted for the malfunction found during evaluation (abnormal color tone). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-mar-2022.